Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: during investigation, there was a confirmed cs 064 (motor error occlusion alarm) found in the black box. The original complaint was found to be duplicated. The pump was opened and the gear train and lead screw seized.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.